Event description:
It was reported that the customer passed away due to heart failure related to diabetic ketoacidosis. Reportedly, the customer was not wearing the pump when emergency medical services arrived, and it is unknown if the customer was using the pump for insulin therapy during the events leading up to death. Tandem technical support made multiple follow up attempts to facilitate the upload of pump data for review; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.